Manufacturer narrative:
Date of event is estimated. It was reported to abbott that the patient was experiencing a allergic reaction. Rep reported being notified, by the patient's rn on 07dec2020, that the patient is having an allergic reaction to their ipg. This issue began a few days ago (event date unknown). The rn used an allergy test kit on the patient and found that the patient is most likely allergic to the material in the ipg header. The physician explanted ipg battery and there were no issues. All information pertaining to this event has been reviewed and no further action is required at this time.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an allergic reaction to their scs ipg. An allergy test kit was performed and determined that the patient is most likely allergic to the material in the ipg header. The patient may undergo surgical intervention to address the issue.